Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence. Patient stated that she is in the hospital. No further patient complications are anticipated or expected as a result of this event.